Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument did not cut. The surgeon resected the staple line with another instrument and completed the procedure without pt injury.